Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 30 mmol/l (540 mg/dl) between 5 and 24 hours of wearing the pod. The patient¿s mother reported a medical event that occurred on (B)(6) 2025, involving a suspected bent cannula, very high bg levels, missing sensor values from the freestyle libre 2+, and subsequent hospitalization. Symptoms included confusion, headaches, nausea, stomachache, eye pain, dizziness, high bg levels and high ketones and feeling sick; ketones were elevated but not at diabetic ketoacidosis levels. When asked for the diagnosis, the patient¿s mother did not provide any specific diagnosis, but the hospital advised them to remove the pod from their arm which was not working, administer insulin and antiemetic injections. The patient was under observation and discharged the next day.